Manufacturer narrative:
An investigation was performed on retention product from the reported lot number. Retention devices were tested with hcg-negative clinical urine sample. Results were read at 3 and 4 minutes and all devices yielded expected negative results. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information as retention product performed as expected. Case details indicate that the devices tested positive within 30 seconds. Per the package insert, the results should be read at 3-4 minutes. Furthermore, this test provides only a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Complaints are tracked and trended on a monthly basis.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unspecified date, the patient was routinely tested on the hcg one step pregnancy test strip and obtained a positive result. The pediatrician repeated the test twice with kits from the same box and lot number and obtained positive results both times. The pediatrician then repeated the test with a kit from a different box and same lot number and obtained a negative result. Confirmatory bloodwork was performed and produced a negative result. Troubleshooting was attempted with the customer. The customer was unresponsive.